Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported the emitter is coming on and frame is in green status but cannot be tracked until they exit the software and come back in; then the system begins tracking. There was no pt present.